Event description:
A red x and a status log message of ECG front end failure. When the unit arrived at philips for evaluation, the unit would not monitor or pace. There was no report of pt involvement.